Manufacturer narrative:
(B)(4). Date sent: 1/21/2026. Correction: d9, h11.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Video images were received. Any additional information obtained from the video evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. Corrected data: d1, d4, UDI#. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: explant surgery is being scheduled and they are willing to send a copy of the recorded procedure. Is the linx product code lxm15 or lxmc15? Lxmc15. Was the device implanted in the USA? Yes, (facility address). What symptoms lead to the discovery of the discontinuous device? The patient had recent mris with great discomfort in his chest, which lead to having an upper gi series where the linx was noted to be separated. When did they begin? During the MRI. What is the device lot number? 28537. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Patient did have challenges with hiccups, vomiting, dysphagia, stacking and pooling dysphagia being the greatest concerns requiring 3 dilations. When was the MRI and what strength? Although one report states 3.0, confirmed with imaging and the patient that he has only had 1.5t MRI since the implant. What was anatomical position of the MRI? Patient has had a total of 8 mris since surgery 2 lumbar spine, cervical spine, 3 brain, prostate and abdomen. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Yes, in addition to the mris he had 4 barium swallows, xr chest, xr lumbar spine, CT coronary angiogram and CT cardiac calcium score. Does the device appear to be in a continuous annular state in these images? Yes. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Barium swallow on (B)(6) 2024 linx was intact; on (B)(6) 2024-egd dilation, under fluoroscopy; on (B)(6) 2025- barium swallow, noting linx separation. What is the management plan? Remove linx device. Is device removal scheduled? On (B)(6) 2025, possible sooner if an opening available is a replacement linx or fundoplication planned? No, patient is asymptomatic for reflux at this time. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? I will inquire with the physician as I am uncertain of how this would be achieved unless you have a rep doing it. Unsure of the policies in the hospital as well. When and if the linx device is removed, may we ask that the device be returned for analysis? 100% as long as we have the kit to do so.

Manufacturer narrative:
(B)(4) date sent: 1/23/2026. Photo/video analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: adhesions to the linx were taken down from the surrounding tissue. A manufacturing record evaluation was performed for the finished device lot number 28537, and no non-conformances related to the malfunction were identified. Investigation summary a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. Video analysis: as per medical safety officer: adhesions to the linx were taken down from the surrounding tissue. Photo analysis: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of our quality process, the manufacturing records of this 28537 lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent 11/13/2025.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. The device lot number is unknown; therefore, the device history record could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the linx product code lxm15 or lxmc15? Was the device implanted in the USA? What symptoms lead to the discovery of the discontinuous device? When did they begin? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? When was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx size 15 implanted (B)(6) 2021 followed by 3 egd dilations: on (B)(6) 2023, (B)(6) 2024. During recent MRI patient felt like linx was hitting his heart and causing ¿great discomfort¿ ugi ordered to show linx separation.